Event description:
It was reported that during pre-operative set up for a rotator cuff repair, the ablator started on its own and became hot at the handle while lying on the back surgical table. The power supply was disconnected to stop activation. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this ablator for eval and was unable to duplicate the reported problem. A visual examination found the tip of the ablator discolored. The ablator handle was disassembled and a visual examination of this unit found salt-like deposits under the dome switches of this device. This type of failure may contribute to the reported problem. A corrective action is in process to address this failure mode. The instructions for use (IFU) cautions the user: when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in burns.